Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's lead shifted in 2015 and again in 2017. Both times the patient had a surgery to fix the lead migration. The entire system was explanted around 6 months prior to the report and replaced with an MRI compatible system from another company. No further complications were reported.